Event description:
It was reported that out of range pacing impedance (>3000 ohms) was noted from this right atrial (ra) lead. The physician contacted boston scientific technical services (ts) and confirmed that no oversensing or other electrical observations were seen. Exhaustive attempts for additional information were requested regarding the event resolution, but were not received. Recently, this patient contacted ts regarding recurrent 16 beeping tones every six hours from the implantable device. The patient was instructed to perform a data transmission and were referred back to their clinic. Upon investigating the data from latitude monitoring, it was determined the beeping most likely occurred due to another out-of-range pacing impedance measurement (>3000 ohms) from this ra lead. Information was requested regarding whether any further action will take place in this event, but a response has not yet been received. The patient was stable with no adverse consequences reported and at this time, the ra lead remains implanted and in service.

Event description:
It was reported that out of range pacing impedance (>3000 ohms) was noted from this right atrial (ra) lead. The physician contacted boston scientific technical services and confirmed that no oversensing or other electrical observations were seen. Additional information has been requested regarding the event resolution, but has not yet been received. The patient was stable with no adverse consequences reported and at this time, the ra lead remains implanted and in service.